Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced unexplained high blood glucose of 600 mg/dl. The customer felt symptoms of nausea. The customer treated their blood glucose levels with manual injections. The customer was sent tubing clamps to trouble shoot the issue. The customer called back once they received the tubing clamps and was assisted with troubleshooting. The customer's insulin pump did not pass the high pressure test. The customer stated that they will consult their healthcare provider about what may have caused their blood glucose to rise. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had minor scratches on the lcd window, a crack near the display window corners, and a cracked reservoir tube lip. The drive support disk was inspected and no anomaly was noted.